Manufacturer narrative:
Samples received: 1 open sample. Analysis and results: the involved batch number is not known but the possible batches are 117115, 117212 and 117281. There are no previous complaints for of any of them. (B)(4) units of batch 117115 were manufactured and distributed in the market. (B)(4) units of batch 117212 were manufactured and distributed in the market. There are no units in stock of any of the two batches. For batch 117281, (B)(4) units were manufactured and there were (B)(4) units in stock that have been requested for analysis. We have received an open and used sample with the needle detached from the thread. Aluminum pack and support cardboard have not been received. We have analyzed the (B)(4) units in stock of batch 117281. Tightness test to the closed samples has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements: 0.86 kgf in average and 0.56 kgf in minimum (requirements: 0.46 kgf in average and 0.23 kgf in minimum). Reviewed the batch manufacturing record of the three possible batches, the products had a normal process and the results during the process fulfill b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample or batch number are received in the future, we will re-open the case and analyze it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: (B)(6). It was reported that when the package was opened the needle was already detached form the thread.